Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a transmitter that stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A bin file download was attempted and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.